Event description:
The following was reported to hamilton medical ag. During maintenance of the device, ventilation cancelled. Machine not going to service software. No patient involvement.

Manufacturer narrative:
Hamilton medical ag reference nr: (B)(4). Hamilton medical ag has not received the device for investigation. The technician on site replaced the control board of the device and the device functions as intended again.

Manufacturer narrative:
Investigation outcome: device alarmed for various technical events and faults following 'tf444004 tfapm_voltageoutoftolerance' and switched into ambient at start-up. No patient involvement. When a hamilton ventilator is powered on at the start of the day, users are required to perform a series of pre-use tests before it can be used on a patient. These tests are a standard safety protocol designed to verify that all critical components, including alarms, sensors, circuits, and valves, are functioning correctly. Their purpose is to ensure patient safety by identifying any potential malfunctions before ventilation begins, making them a mandatory step in the device¿s operation. If a ventilator fails to start up, it prevents the execution of these mandatory self-tests and, as a result, will not be cleared for patient use. This means that a startup failure does not pose an immediate risk to a patient, as the device would never be put into operation without passing the required checks. The failure is contained within the pre-use verification process, ensuring that no faulty device is used for patient care. Consequently, a failed startup is not a critical occurrence. Since the ventilator undergoes mandatory validation before every use, any device that does not start will simply be identified as non-operational and replaced or serviced before it can be considered for patient care. Control board was identified as defective component and replacement of this part resolved the issue. This case is considered as closed.